Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7024615 / 5070304.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components were not returned. No further information has been obtained despite good faith efforts.